Event description:
The customer reported that a posterior capsule tear occurred during I/a. The customer attempted an anterior vitrectomy, but they received an occlusion error message, and the vitrectomy probe would not cut. They tried a second vitrectomy probe and it would not cut. They switched out the system and the second vitrectomy probe was used to complete the anterior vitrectomy. An iol was implanted and the case was completed.

Manufacturer narrative:
The company service rep examined the system, and found the output pressure on the anterior pneumatic module did not meet specs. The anterior pneumatic module was replaced and sent for in-house testing. The system was tested, and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l info becomes available.